Manufacturer narrative:
Siemens filed initial MDR 2432236-2021-00239 on 08-oct-2021. Additional information (03-feb-2022): a siemens customer service engineer (cse) was dispatched to the customer's site multiple times to determine the cause of the different n latex free light chain lambda (flcl) results since 06-oct-2021. During these visits, the cse calibrated the assay multiple times, replaced reagent probe 1 (r1), reagent arm 1, sample probe, and dilution probe, verified probe operation, ran system autocheck, and performed a calibration of the assay. Then, the cse ran a precision study using level 1 and level 2 quality control (qc) and there were no flyers. Subsequently, it was determined that level 2 qc recovered imprecisely. Subsequently, reagent probe 1 (r1) alignments and atellica test protocols (atp) were performed. Fresh reagent was loaded, calibration was performed, and a qc precision study was performed. Siemens further investigated the issue. Siemens determined that qc randomly recovered above the measurement interval despite being targeted at a concentration within the method's measurement interval. The patient results and qc were flagged with the same result flag of "e521: excess antigen". Siemens further investigated the qc replicates with error "e521: excess antigen". This result flag is a method specific coding which monitors the absorbance rate prior to the start of the two-point reaction. If the sample absorbance rate exceeds the absorbance rate of the highest concentrated calibrator level, then the sample is flagged for having excess antigen which may impact the accuracy of the result. Furthermore, siemens completed internal testing to verify the customer's observation. Each combination of flcl reagent and n flc standard sl reported at least one flagged replicate which was flagged with "e521: excess antigen". Each sample tested was known to have a concentration below the measurement interval. The testing was able to replicate the observations at the customer site. Based on further investigation, siemens determined that the instrument intervention did not correct the issue and a reagent malfunction potentially contributed to this event. Therefore, MDR 9610806-2022-00005 was filed for the flcl reagent. The investigation will be completed in MDR 9610806-2022-00005. The component code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states customer contacted a siemens customer care center. The customer indicated quality controls (qc) were within acceptable ranges on the day of the event. Siemens dispatched a siemens customer service engineer (cse) to the customer's site. The cse checked the error logs and auto-check settings. The customer recalibrated the flcl assay; the calibration was acceptable. A precision study was performed utilizing the prior lot of quality control material with a new lot of reagent; results were acceptable. Then, a precision study was performed with a new lot of quality control material with the new lot of reagent; one result recovered outside of ranges. In a subsequent visit, the cse checked the wires, connectors, harnesses, seals, fittings, and the tubing associated with the arm. The probe was cleaned. The cse checked for leaks and ran multiple probe leak tests; all passed. Vacuum valves were verified. Additionally, atellica test protocols (atp) were completed and recovered within the defined specifications. The cause of the different flcl results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
An elevated n latex free light chains lambda (flcl) result was obtained on a patient sample from an atellica ch 930 analyzer. The sample was autodiluted and repeated on the same instrument, recovered higher. These results were not reported to the physician. The customer performed multiple manual dilutions on the same sample and varying results were obtained. Then, the customer ran the sample neat and the sample recovered at 70 mg/l. After, the sample was autodiluted and rerun on the same instrument, recovering at 106.6 mg/l, which was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the different flcl results.